Manufacturer narrative:
Device evaluation: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed a 13.2mm micl13.2 implantable collamer lens, -7.0 diopter. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.